Event description:
It was reported the ipg battery voltage was too low to go into MRI mode. As such, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.